Event description:
Implant screw fracture. Implant needed to be removed.

Manufacturer narrative:
Abutment screw broke in a dental implant. Fragment could not be removed. Implant needed to be explanted.